Event description:
It was reported that right atrial noise resulting in oversensing was noted. Abbott technical support was contacted and adjustments to patient medication were made. No additional intervention was performed. The patient was in stable condition.